Manufacturer narrative:
.

Event description:
Complainant reports an under delivery and false dose complete and false occlusion alarm. The mother of the patient sets up the pump for the overnight feed. Dose is set and does not alarm during the night. In the morning, the ambutainer is full and it appears no feed has been administered.